Manufacturer narrative:
The actual devices were not available; however two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and two (2) minicaps with the sponge (foam) separated from the cap and one (1) minicap with the sponge (foam) protruding above the rim of the cap were observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was separated from an unspecified quantity of minicaps. This issue was further described as, the iodine sponge ¿slipped out and separated¿ from the cap. This was observed before use during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.